Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Customer reported receiving a glucose reading of 103 mg/dl from his freestyle lite meter which was higher than they felt. Customer also reported experiencing symptoms of loss of consciousness and drinking juice and eating food to counteract his symptoms. Paramedics were called and treated customer with "glucose injection". There was no report of any diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.